Manufacturer narrative:
The part was not returned for inspection. Product development evaluation states, with the limited information known of the present case, the tendon rupture is unlikely to be caused by an only slightly protruding screw. The event of an object falling onto the forearm, or a drill bit penetrating the tendon at the time of implantation might have contributed to it. A review of the synthes distal radius technique guide has been completed, issues were not found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 a patient with a distal radius fracture was treated by means of a variable angle 2 column plate. The proximal screws were implanted and came out 0.5mm from second cortex. After the implantation, date of event unknown, a heavy plate or something similar fell on the hand of the patient and caused the tendons to be cut. A hand surgeon reported that the reason why the tendons were cut as the heavy thing fell on the hand, was because of the protruding proximal screws. This report is for an unknown trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.